Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 480 mg/dl. Customer was vomiting, diarrhea, body aches and shortness of breath. Diagnosed diabetes ketoacidosis. Customer stated that the insulin pump has cosmetic damage, insulin leaks out the back. Hospital treated with insulin drip. The current blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to detached end cap. The insulin pump was monitored for two days and no blank display noted. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners and scratched lcd window.